Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported aborted defibrillation charge issue. The reported event code was verified but there was no relation observed between the event code and the reported aborted defibrillation charge issue. After the event code was cleared, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.the cause of the reported aborted defibrillation charge issue could not be determined.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code. After an evaluation of the device, it was observed that the device would intermittently dump the defibrillation charge before the completion of the charge cycle. There was no patient use associated with the reported device issue.